Event description:
It was reported that the temperature is inconsistent and drops over time (temperature too cold/ not warm enough over time). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon evaluation, no defect was found with the unit. The issue was resolved for the customer by confirming that the device functioned properly.

Event description:
It was reported that the temperature is inconsistent and drops over time (temperature too cold/ not warm enough over time). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.